Event description:
The sales representative reported that the introducer would not pull out of the bolt when removing it from the patient's head. The date of surgery was approximately sometime in 2001. The customer did have the lot number of the im3. St kit. It is unknown if the patient was injured. Additional information has been requested.